Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years due to an ascending aortic aneurysm. The surgeon indicated that there was no malfunction of the aortic prosthetic valve. The device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that the patient experience an ascending aortic aneurysm requiring redo-aortic valve replacement. The surgeon noted that there was no malfunction of the edwards device. No other details were provided. Unfortunately, the root cause of this event cannot be confirmed with the available information. Additional details have been requested from the hospital. A supplemental report will be submitted if any additional information is received.

Manufacturer narrative:
It was identified, through review of source documentation provided, that patient had an ascending aortic aneurysm as initially reported. Patient also recently had complete heart block, requiring permanent pacemaker placement. Although the aortic valve was found to be functioning adequately, the patient desired to have re-replacement of the previously placed aortic valve prosthesis and she selected a bioprosthetic valve despite the likelihood of 3rd time reoperation in the future due to valve degeneration. There were no adverse patent effects as a result of the replacement. On occasion rings or valves may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be cases in which there is intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury. In this case, it appears the patient wanted to replace her aortic valve during repair of the ascending aortic aneurysm procedure. The surgeon confirmed that there was no malfunction of the explanted valve. No further actions are being taken.